Manufacturer narrative:
The device was returned to olympus for inspection. The investigation findings do not lead to a clear conclusion about the cause of the reported events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had a cut on the pink probe and adhesive chipped around light guide lens. There was no patient involvement.